Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a hematoma formed after a patient lifted their leg post successful prep and deployment, and six minute hold of a 6/7f mynx control vascular closure device (vcd). The device was kept at temperature per the instructions for use (IFU). The device was used with a 6f brite-tip sheath. 3000 units of heparin were used during the procedure. Additional information was requested but not provided. The device is being returned for evaluation. Addendum: product evaluation found that button 2 was fully depressed, however the balloon was not retracted.

Manufacturer narrative:
As reported, a hematoma formed after a patient lifted their leg post successful prep and deployment, and six minute hold of a 6/7f mynx control vascular closure device (vcd). The device was kept at temperature per the instructions for use (IFU). The device was used with a 6f brite-tip sheath. 3000 units of heparin were used during the procedure. Additional information was requested but not provided. Three 6f/7f mynx control vascular closure devices were returned for investigation: one non-sterile unit and two sterile units. Visual inspection of the non-sterile unit revealed that both button 1 and button 2 were fully depressed. The stopcock was open, and a cordis mynx syringe was attached to the unit. The sealant was not returned for evaluation. No abnormalities were observed to the sealant sleeves. A cordis ¿brite tip¿ catheter sheath introducer (csi) was returned inserted on the unit. The balloon was not retracted, the core wire was present, and the atraumatic tip showed no damage or abnormalities. No additional anomalies were observed. The two sterile units were received with both button 1 and button 2 in the non-depressed position. The stopcocks were open, and cordis mynx syringes were returned detached from the units. The sealants were present in their manufactured positions, fully covered by the sealant sleeves, with no abnormalities observed. No csis were returned with the sterile units. The balloons were deflated, the core wires were present, and no abnormalities were observed on the atraumatic tips or other components of the devices. The functional simulated deployment test could not be performed on the non-sterile unit, as it was received already deployed and the sealant was not returned. Additionally, the balloon was found in a non-retracted state despite button 2 being fully depressed. In contrast, both sterile units underwent simulated deployment testing successfully, with no anomalies observed. Inflation/deflation testing was also performed on all three units, and no abnormalities were observed. An internal mechanism microscopic evaluation was conducted on the non-sterile unit due to the balloon not being retracted while button 2 was fully depressed. This inspection revealed that the core wire was not positioned in accordance with manufacturing and design intent. Access site hematomas/hemorrhages are a common post-procedural complication and are listed in mynx control IFU and the brite tip sheath IFU as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the receipt of procedural films, the reported customer complaint could not be observed. However, based on the information available for review, mobility factors likely contributed to the issue experienced since it was reported that the hematoma formed after the patient lifted their leg post successful prep and deployment. Although, through analysis of the non-sterile mynx control device, a condition was noted of ¿balloon-retraction jam¿ as the balloon was not retracted despite the full depression of button 2. This condition could have also contributed to the hematoma experienced since the unretracted balloon can disrupt the placement of the sealant during device removal from the patient. With regard to the balloon retraction jam condition, it is difficult to determine what factors may have contributed to the event since there were no issues reported by the customer. However, per review of the product received, this condition appears to be related to the misalignment of the core wire related to the balloon retraction mechanism observed in the internal configuration. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ based on the product analysis, the product engineering team (pet) concluded that the issue with the balloon retraction and mispositioned core wire could be potentially related to the manufacturing process of the unit. Therefore, this event was captured under a risk assessment to address this issue.